Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:44:35. During night drain cycle 10, the patient's ultrafiltration reading was 1755ml, indicating the home patient (hp) drained 1075ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was use error, tidal total ultrafiltration removal set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that a total uf volume set too low can resulting a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.